Event description:
It was reported that pump screen was broken, with touchscreen described as unreadable and unresponsive, although pump still started, charged, and was recognized by computer, and no blood glucose value information was provided.the customer reverted to an alternate method of insulin therapy.